Event description:
Spontaneous. Patient reported his pump is falling apart and would like a new one. Details not provided. Serial number is unknown. No missed dose or adverse event reported. Pump available for return. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? N/a. Is the actual device available for investigation? Yes. Did we replace the device? Yes. Did the patient have a backup device they were able to switch to? No. Manual push. No further information. Reported to cvs/caremark by pt/caregiver.